Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon eval, an overheating condition was discovered. Internal components were evaluated, revealing corrosion and foreign debris within the collet actuator and rotor bearings. The presence of corrosion and debris can lead to increased friction between rotating components, resulting in heat being generated. The rotor assembly, bearings, and collet actuator were replaced and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during a device eval conducted at the manufacturer, the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.